Manufacturer narrative:
The reported event of the could not tighten the setscrew on the lead was confirmed. A complete lead was returned in one piece. Analysis revealed the user of the torque wrench was not correctly inserting the wrench needed for it to fully insert into the setscrew inset. No device anomalies were found. The problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during the implant procedure, the set screw was unable to be tighten. The pacemaker was replaced and the procedure continued with the new device on 4 feb 2024. The patient was stable throughout the procedure.